Event description:
It was reported that bd syringe 5ml saline fill ce had scale marking missing. The following information was provided by the initial reporter: " details of defective product: there is 1 syringe with missing label found in the box. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-feb-28 . H6: investigation summary to aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the returned samples, one syringe was observed with no label on the barrel. A device history record review was completed for provided material number 306574 and lot number 1047310. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. There is a vision system in place to detect issues with the barrel label, such as missing label. For this incident to have occurred, there was most likely an issue with the double rejection station. If a syringe with a missing label is detected, the rejection station must reject it; however, if there is a failure in this action, the station stops and the operator must check for the cause of the stoppage and remove the defective samples. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml saline fill ce had scale marking missing. The following information was provided by the initial reporter: " details of defective product: there is 1 syringe with missing label found in the box. "